Manufacturer narrative:
The device received with operating currents within specification. The device passed self test and displacement test. The battery was removed from pump and monitored for ten minutes. The device powered up properly after insertion of the battery and no pump error 23 was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed a post reset ram alarm. They received the alarm before changing the battery. They also received a change battery alert. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were advised to discontinue use of the device and revert to a back-up plan. It is unknown if the device will be returned for analysis.